Event description:
It was reported that the patient was experiencing overstimulation and pain at the neck despite multiple reprogramming. It was also stated that the pain radiated to the bilateral shoulders which described as burning and dysesthetic. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six weeks from the implant date.